Event description:
During 0800 vitals, uac (umbilical artery catheter)line noted to be leaking below hub. Line clamped below leaking area and neonatologist notified. Line removed at 0945. Device was in place for less than 24 hours. Patient required another line placement.this facility has had similar events with this device. The manufacturer was notified of a past event and the devices in the past as well as this event were returned. Fluid volumes delivered to this patient population are very small: it may not be possible to detect a leak immediately. However, this event presents a break in what should be a closed IV system and a delay in delivering the ordered fluid volume/medication amounts.